Event description:
It was reported that a pt underwent an obturator sling procedure, laparoscopic-assisted vaginal hysterectomy, and bilateral salpingo-oophorectomy with posterior colporrhaphy on (B)(6) 2010. On (B)(6) 2010, the pt experienced purulent discharge and had an open sling incision. On (B)(6) 2011, a hard plastic piece was palpated on the right side and the tape was cut at the midline and the sheath remnant was removed vaginally in the office.

Manufacturer narrative:
(B)(4): conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.